Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a plif (l4-5) for treating spondylolisthesis on (B)(6) 2022. The 7.0x 40mm screw (unk) cut out during screw tightening (wiper motion) with the torque wrench in question. The procedure was completed with a replacement (7.0x 45mm screw) less than 30-minute surgical delay. He commented that the event might have been triggered by malfunctioning torque-value setting on the torque wrench. It was because an excessive load had been unexpectedly put onto the screw. When the surgeon was applying the replacement, he also felt strong load even before torque came into action. No further information is available. This report is for one (1) torque wrench. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary:the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.¿ visual analysis of the returned sample revealed that the torque wrench has internal damage in the coupling mechanism. A functional test was conducted using adapter vf1030000, the adapter cannot be assemble in the device. The coupling mechanism did not work. A dimensional inspection was not performed for the torque wrench due to the design of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.¿ the overall complaint was confirmed as the observed condition of the torque wrench would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a review of the receiving inspection (ri) for torque wrench was conducted identifying that lot number km846188 was released; and identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.